Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had water inside. Customer stated that the there was fluid under display. Customer stated that the insulin pump was not dropped. No harm requiring medical intervention was reported. The device was returned for analysis.